Manufacturer narrative:
This is one of three events (cardiovascular) for the same patient involving three separate products; associated MDR 1225714-2014-05066, 1225714-2014-05067, 1225714-2014-05068, 1225714-2014-05069, 1225714-2014-05070, 1225714-2014-05071, 2937457-2014-01176, 2937457-2014-01177 and 2937457-2014-01178.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on or about (B)(6) 2008, (B)(6) 2008 and 07/2013 after the use of the product.